Event description:
Additional information reported that the patient had received a treatment of oral medication. The physician "had made different test to verify the proper infusion" and decided to remove the entire system. The catheter was replaced after "an unknown period of service life." The pumps elective replacement indicator (eri) was 78 months. It was indicated that there were no further complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy. The expected residual volume (erv) was 2.7 milliliters (ml) and the actual residual volume (arv) was 20 ml. It was reported the patient had increased spasticity. The patient was alive with injury at the time of this report. The device system was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, lot# 205674642, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive testing.

Manufacturer narrative:
(B)(4).